Event description:
Customer reported that she was attempting to bolus and the buttons on the insulin pump were unresponsive. Customer's current blood glucose reading is 188 mg/dl. No further information reported.

Manufacturer narrative:
Device returned with intermittent button response due to moisture damage on keypad trace. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked.